Event description:
Last week we became aware of this event which occurred in 2005. A female had an epidural catheter placed while in labor on the ob unit. The pt delivered a healthy infant vaginally. Upon removal of the epidural catheter the tip of the catheter remained in place in either the epidural space or the subcutaneous tissues. The ph had no pain or neurologic sequelae. The retained catheter tip was left in place.